Event description:
It was reported that continuous glucose monitoring showed error message and prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience error again after reset, and successfully started new sensor session, with no additional information received regarding any further outcome.